Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. 2 non-sustained tachycardia (nst) episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. 333 v-sic occur since (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Event description:
It was reported that there was oversensing with non-sustained ventricular tachycardia (nsvt). It was noted there was elevated short interval counts (sic) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d224vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.